Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (alarm 19) occurred with multiple new cartridges. Customer's blood glucose level was 130 mg/dl. Reportedly, the customer contacted the healthcare provider to obtain alternate therapy.